Event description:
Registered nurse administering antibiotic to infant. Once flush was attached, read occluded multiple times before flush removed and new one placed. Lot # 3226386. Peripheral intravenous (piv) line infusing well, no occlusion found along line. Able to infuse medication after different flush with different lot number attached.